Event description:
It was reported that the user observed low glucose readings around 74¿77 mg/dl while using the ilet after completing a supply change in which the pump was disconnected during tubing fill, and he treated with peanut butter and later honey, after which glucose rose to about 100 mg/dl. Symptoms included hypoglycemia, though the user denied experiencing typical low-glucose symptoms at the time. Outcomes included no health consequences or lasting impact. Troubleshooting and education were completed regarding recognition and treatment of low glucose and use of rapid oral carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a device-related problem or a specific implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.